Event description:
G2 ivc filter found to be fractured, with one arm either entirely extravascular, unable to retrieve arm. Filter was tip embedded and retrieved with forceps. FDA safety report ID # (B)(4).